Event description:
Reporter stated the infusion device displayed an e7 electronic error after a cartridge change. The patient changed the battery, and the infusion device then displayed an e8 power interrupt error and the vibration alert would not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. The errors e8 (power interrupt) were found in the pump history. The mentioned e8 error is not a malfunction of the pump.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.